Manufacturer narrative:
The reported event of inability to loosen/tighten the lv is-1 set screw was confirmed in the laboratory. However the issue was consistent with the handling of the device during procedure. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-12509. It was reported that the left ventricular (lv) lead exhibited high pacing impedance and loss of capture. During lead revision procedure, it was noted that the set screw on the implantable cardioverter defibrillator (ICD) would not tighten after the new lead was placed, it was suspected that the lv header on the device could have resulted in the anomalies. The ICD and lv lead were explanted and replaced. The patient was in stable condition before, during, and after the procedure.